Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 439 mg/dl. No treatment was given for high blood glucose. Customer stated that they experienced high blood glucose because the insulin pump was running out of insulin and they did not fill it. The auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.